Event description:
During a procedure to place a zenith aaa endovascular graft the contralateral limb would not open. Several attempts to open the limb were unsuccessful. At one point, a cross over catheter was able to cannulate the graft's crotch and a snare was used to capture a wire that was sent down. An angioplasty balloon was used in an attempt to open the limb, but the limb kept collapsing. Eventually a converter was placed to form an aorto uni device. Also, an occluder was placed above the contralateral hypogastric. A follow-up CT noted that the occluder was occluding the contralateral hypogastric. The physician elected to remove the occluder in order to restore flow to the hypogastric. The iliac was then ligated. Thrombolytics were used to mitigate thrombus in the hypogastric, but the patient went on to have an ami and subsequently expired.

Manufacturer narrative:
Evaluation: vessels that are significantly calcified, tortuous, or thrombus lined may precluded placement of the endovascular graft and/or may increase the risk of embolization. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate preprocedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that it was caused due to the patient's anatomy which caused kinking/collapse/excessive prolapse of the graft.